Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the tube was inserted on (B)(6) 2023 and the balloon burst two days later on (B)(6) 2023 causing the tube to fall out. No injury reported.

Manufacturer narrative:
Added h6 type of evaluation code 3331 as the production records were reviewed during the investigation.

Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.